Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulties charging the implantable pulse generator (ipg). To address the issue, the patient underwent a revision procedure during which the ipg was explanted and replaced with a new device. Following the procedure, the patient was reported to be doing well with no further complications noted. The explanted ipg was retained by the facility and will not be returned for evaluation. Additionally, it was reported that electrocautery was used during the revision procedure.